Event description:
Philips received a complaint on the heartstart mrx device indicating that the self-test failed. There was no patient involvement. The rse spoke with the customer and informed them that due to the end of the support period and the lack of available parts, it is not possible to repair the device. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. It has been concluded that no further action is required at this time.